Manufacturer narrative:
(B)(4). Evaluation: results: (mi, revascularization).

Event description:
One endeavor sprint over the wire (otw) drug eluting stent was placed in the proximal lad. Approx 6 weeks post index procedure repeat angiography showed proximal lad stent was totally occluded with clot and possible edge dissection. It was also noted distal to the lad stent there was a tight stenosis at the origin of the first diagonal artery. The pt underwent repeat revascularization with placement of a second endeavor sprint over the wire (otw) overlapping the previously placed stent in the proximal lad. The pt continued to have chest pressure post-procedure and intra-aortic balloon pump therapy was initiated and maintained for 24 hours. In the investigator's opinion, the event was not related to the study device or drug, but was possibly related to the study procedure. It is reported that the pt suffered an acute anterior myocardial infraction (mi). According to the discharge summary the pt was monitored for another 48 hours at which time, he appeared to be at his baseline and was discharged on asa and clopidogrel. It is reported that the pt was readmitted to the hospital with worsening shortness of breath approx 7 weeks post index procedure. The pt was given diuretics to which he responded well and had resolution of his symptoms. In the investigator's opinion, the event was not related to the study device and drug, but probably related to the study procedure. It is reported that the pt returned to the hospital with symptoms of stable angina approx 6 months post index procedure. Repeat angiography for recurrent clinical symptoms and a positive functional ischemia study revealed a 70-80% stenosis of the lmca, an occluded stent in the lad and a 30-40% stenosis of the proximal rca. The pt underwent CABG surgery including a lima to the lad, a svg to the 1st diagonal, and a svg to the om. The pt rec'd 2 units of prbc. (Ref MFR report# 2953200-2010-00497-1).

Event description:
Approximately 19 months post index procedure, the patient underwent balloon angioplasty of the distal cx due to a coronary stent occlusion. Patient had one other brand stent implanted to the lmca and an endeavor sprint otw stent implanted to the mid rca. Patient recovered with treatment and no other clinical sequelae were reported.